Event description:
It was reported that the patient presented for follow-up. An interrogation of the device revealed that the right atrial lead had undergone an automatic polarity switch due to low pacing impedance. The polarity switch caused pocket stimulation. The lead was deactivated via programming. The patient was stable.